Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2022-13612. It was reported that the patient¿s leads had multiple contacts with high impedances causing the scs system not to enter MRI mode. As result, surgical intervention may occur on a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.